Event description:
The manufacturer received information alleging a ventilator's touchscreen malfunctioned. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen malfunctioned. The device was returned to a third party service center, and the customer's complaint was confirmed. The device's display board was replaced to address the issue.